Manufacturer narrative:
Additional information: g3 correction: d10 d10 concomitant products: sigphandle, sig power sigphandle handle, (serial # unknown); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a robot-assisted distal pancreatectomy, during pancreatic resection, the firing stopped midway. Pressing the firing button would not advance the knife further. Since the physician wanted to complete the firing, the manual adapter tool was used to advance the firing to the end. After reconnecting the adapter and the handle, the knife was slowly returned, and the jaws opened, so release was performed from the pancreas. However, after that, when trying to return to neutral position, the articulation did not return to normal. The manual adapter tool was used again to return to the neutral position, and it was removed from the trocar. The surgical time was extended for 20 to 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to straighten, it's not firing completely and the instrument was locked on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.